Event description:
The reporter stated that the surgeon inserted a aspheric three piece collamer lens model cq2015a in pt's eye and the lens tore so the surgeon removed it without enlarging the incision and put in another same model lens. No pt injury.

Manufacturer narrative:
Results: a visual inspection of the returned product shows the lens has both haptics torn off and are missing. A piece of the optic is torn off. There is clear surgical residue on the lens. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant correction actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.